Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the lead was stretched 9 cm longer than the specification length for this model. The stretching was noted approximately 8 cm from the tip. Additionally, the lead tip was bent approximately 20 degrees. The damage to the lead was concluded to be induced during the implant procedure.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this lead did not sense or provide stimulation. No adverse patient effects were reported.